Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she changed her sensor yesterday and it keeps reading low and going into threshold suspend. Customer's blood glucose was 114 mg/dl and sensor glucose reading was 59 mg/dl. Customer stated that it has happened 2 different times. Customer received a weak signal and a lost sensor alert. Customer stated that she will check her transmitter and call back for help.